Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the keyboard was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the keyboard of the viewing station of the imaging system was unresponsive. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The keyboard for the imaging system was returned to the manufacturer for analysis. The keyboard was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.